Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast augmentation with an unknown mentor saline breast implant experienced bilateral lymphadenopathy post procedure. The patient believes breast implants are causing swelling of lymph nodes. Her general doctor advice to either remove the implants or replace them. The patient has had MRI, and ultrasound examinations, and will get biopsy next week. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.